Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the battery charging lamp/light emitting diode (led) was not on. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The fsr tested the unit and found the battery charging board was bad. He will not be returning any part at this time. The fsr quoted a price of repair to the user facility's biomedical engineer (biomed) and they will decide after speaking with perfusion.